Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/17/2015. The fse found erratic rbc controls and replaced the blood sampling valve, bsv, which fixed the problem. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed red blood cells, rbc, were running a negative bias on the controls and were erratic from a coulter lh 780 hematology analyzer. No error messages were reported by the customer at the time of the occurrence. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.